Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited chronic noisy signals which could not be reproduced with testing. The physician suspected without confirmation, either an insulation breech or the distal coil was lying near the diaphragm. Subsequently, the lead was surgically abandoned, and a new lead was implanted, during the generator changeout, due to normal battery depletion. No additional adverse patient effects were reported.